Manufacturer narrative:
The explanted ipg was not returned to bsn. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing pain at the ipg site. Database analysis revealed no anomalies. No device malfunction suspected. The patient will undergo a revision procedure wherein the ipg will be replaced.

Event description:
A report was received that the patient was experiencing pain at the ipg site. Database analysis revealed no anomalies. No device malfunction suspected. The patient will undergo a revision procedure wherein the ipg will be replaced.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was explanted. The pain at the battery site was resolved.

Event description:
A report was received that the patient was experiencing pain at the ipg site. Database analysis revealed no anomalies. No device malfunction suspected. The patient will undergo a revision procedure wherein the ipg will be replaced.